Manufacturer narrative:
Reference MFR medwatch report # 2916596-2019-00533 for the submission on the primary console. The motor is not a single use device. Approximate age of the device will be provided with the device evaluation results. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during an extracorporeal membrane oxygenation (ECMO) procedure, the console indicated a system alert (s3) alarm. The healthcare professional pressed the alarm acknowledgement button but alarm did not resolve. The console and motor were exchanged to the backup equipment. No further information was provided.

Manufacturer narrative:
The device returned for analysis. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. Manufacturer's investigation conclusion: the reported event of a s3 alarm was not confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis at mcs zurich and was evaluated under RMA 19-017 by investigator (B)(4). The reported s3 alarm was unable to be reproduced and the returned and associated console was able to operate the motor at speed between 500 rpm ¿ 5500 rpm with a flow of 9 lpm. No s3 alarms occurred at any time. The motor passed functional testing and did not trigger any alarms; however, the motor cable shows some deformations near the motor body. The motor was scrapped. The root cause for the reported s3 alarm was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.